Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this right atrial (ra) lead have had an x-ray for magnetic resonance imaging (MRI) clearance. The radiologist indicated that there was a possible lead fracture on the proximal pacing lead. Patient was then recommended to reach out to following clinic to evaluate the lead from the latitude and also did not indicate experiencing falls or trauma since implanting the device. As of this time, this lead remains in service. No adverse patient effects were reported.